Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) previously showed ten and a half years remaining longevity. During the recent check, the device showed four months remaining longevity. To date, the device remains implanted. No adverse patient effects were reported.